Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that when the handle was pressed the jaws closed properly. The clips were placed completely on the jaws and the clips did not close. The case was completed with a competitor. No adverse pt outcome.